Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, and after resetting, the malfunction did not recur. The customer was instructed to continue using the pump and to contact technical support if the issue reappears.